Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this patient presented with shortness of breath and chest pain in the recent months. A perforation was confirmed with this right ventricular (rv) lead. The lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient codes. Upon receipt at our post market quality assurance laboratory the lead was returned severed 660mm from the terminal end. The proximal segment was the only part of the lead returned. Visual inspection noted deformed conduction coils and puncture holes in the insulation as well as electrocautery damage the insulation. Laboratory analysis noted that all visual observation with the lead were a result of induced damage from normal use. Laboratory analysis did not confirmed the allegation of a perforation.

Event description:
It was reported that this patient presented with shortness of breath and chest pain in the recent months. A perforation was confirmed with this right ventricular (rv) lead. The lead was explanted and returned. No additional adverse patient effects were reported.